Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified glucose scan values while wearing the adc device compared to an hcp meter. Customer reported experiencing symptoms described as "sweating and low blood pressure" and was unable to self-treat, requiring third-party administration of juice, cookie, 2 spoons of sugar for treatment. After an unspecified amount of time, the hcp blood glucose measurements were reported; 19 mmol/l and bgm 9.2 mmol/l, however it is unknown when these were taken in relation to the event. No further information was provided. There was no report of death or permanent injury associated with this event.